Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. No damage on electronic assemblies noted. Unable to find the error alarm in pump's formatted history that triggered critical pump error (open book image) alarm. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 10.7 mmol/l at the time of incident. It was also reported insulin pump was making alarm sound in display pump with red cross and open book was found. Customer had experienced red and open book. The insulin pump will be returned for analysis.